Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient developed an infection and the pump was subsequently explanted. No pump malfunction reported.